Event description:
It was reported the pt (B)(6) is receiving inconsistent stimulation from his therapy system. In addition, it was reported the pt experienced overstimulation when attempting to increase therapy output. A diagnostic test revealed an impedance issue for one lead contact. An x-ray was also taken; however, no visual anomalies were noted. A CT scan will be performed for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.